Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product confirmed that the stem has pierced through both the sterile barriers and the outer carton. Sterility has been compromised. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. A corrective action has been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit-related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the circulator opened an implant and they found that the stem pierced through the sterile package. No patient involvement. No additional information.